Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, the patient experienced headaches and pain with the device. Reprogramming attempts were unsuccessful in resolving the issue. The patient also experienced poor sound quality subsequent to sustaining trauma to the implant site in (B)(6) 2014 (specific date not reported). The patient reported experiencing recurrent infections which were managed by a gp, and subsequently underwent revision surgery on (B)(6) 2014 to re-position the device.